Manufacturer narrative:
The expiratory pressure transducer printed-circuit board (pcb) was replaced and returned for investigation. The reported pressure transducer sub-test failure during the pre-use checks tests was not reproduced during testing of the returned pcb in a reference ventilator. Performed pre-use checks tests passed without deviation and, no alarms were generated during ventilation testing. The root cause for the reported pressure transducer sub-test failure cannot be determined since the reported problem was not reproduced, and no device logs were available for further evaluation.

Event description:
(B)(4).

Manufacturer narrative:
December 29, 2015 02:53 pm (gmt-5:00) added by (B)(6): a supplemental MDR report will be sent when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks test. There was no patient involvement. (B)(4).